Event description:
On (B)(6) 2012, it was noted that this vns patient underwent complete revision on (B)(6) 2004 for an unknown reason. Information was also received that this vns patient's seizure activity had increased on (B)(6) 2003. Attempts for additional information will be made.

Event description:
Additional information was received on (B)(6) 2012, that the device was likely discarded as it could not be located. The patient's physician at the time of the event is not available for follow-up. Programming history shows that the patient's device was last interrogated with a battery status no on (B)(6) 2004.